Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple cartridge alarms (cartridge alarm 5 - pressure out of range) occurred with multiple cartridges during the load process. The user's blood glucose (bg) level was in the 300 mg/dl range. The user addressed bg level with manual injections. Reportedly, the user successfully loaded a new cartridge.